Event description:
It was reported the patient had symptoms following a fall. The patient saw their healthcare professional (hcp) last week and the hcp changed their medication by upping the dose, but did not do much with the implantable neurostimulator (ins) settings like they had in the past. The patient had been having problems falling that started about a month prior to this report and they wondered if the ins was ¿misfiring.¿ the patient further started it had been really bad, they fell almost every day, and starting this past week they were moving so slow to keep from falling. The patient had been losing their balance a lot and falling on their face. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v265979, implanted: (B)(6) 2009, product type: lead. Product ID: 64002, lot# n401175, implanted: (B)(6) 2013, product type: adapter. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).